Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (low left coronary ostia height, long native leaflets) likely contributed to the observed decreased lm flow and subsequent placement of a stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), post deployment of a 23mm sapien 3 ultra valve, a decrease in flow to the left main (lm) was observed. During a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed, using a 20 x 4 cm ew balloon. Aortogram showed that the left coronary cusp (lcc) leaflet was obstructing a small portion of the left ostia. The ¿long¿ native leaflet was impinging on the flow into lm. This was noted in some views and not others. The decision was made to wire the lm ¿just in case¿ of a left coronary artery (lca) obstruction. The sapien 3 ultra valve was prepped using nominal volume. Crossing was performed without difficulty. The valve positioning was a little difficult to assess as the aorta was quite horizontal and the coplanar view was not ideal (the right coronary cusp (rcc) was difficult to locate). An attempt was made to get the delivery system to be more coaxial by putting tension on the wire. Slow controlled deployment of the valve was performed under rapid ventricular pacing. Good final results were observed. The valve appeared to be slightly canted and resting 100:0 aortic/ventricular (a/v) on the lcc side and 80:20 a/v on non coronary cusp (ncc) side. Trace paravalvular leak (pvl) was noted. During the post-deployment root shot, a decreased flow to the lm was observed. The decreased flow was perceived to be caused by the native lcc leaflet, not the new implanted valve frame. The decision was made to place a stent in the lm, at the ostia, to ensure adequate flow once wire was removed. Post root shot revealed adequate flow into the lm. Final run off angio revealed brisk distal flow. The patient was transferred in stable condition. The native annular diameter measured 20.3mm x 26.5mm by CT with an annular area of 400.4mm2. Mild annular calcification, mild native leaflet calcification and mild aortic root calcification was reported. ¿long¿ native leaflets were reported. The left coronary ostia measured 13.7mm. The right coronary ostia measured 12.5mm.